Manufacturer narrative:
Film evaluation results are: the cause of the possible stent graft coverage of the right renal artery could not be determined from the films provided. This may been user or anatomy related. Films pre-implant and during the implant were not available for return. The post-implant films showed that the proximal end of the limb was positioned just at the level of the lowest right renal artery, possibly partially covering the right renal, with the proximal limb markers aligned with the right renal artery. The right renal artery was stented and patent. Seven (7) aptus anchors were seen implanted into the proximal 15mm of the limb/aortic neck. One of the anchors on the posterior side was penetrating into the graft fabric and did not appear to be inserted completely into the neck. The other anchors were positioned several mms into the neck. It is unclear if implanting the aptus anchors may have also contributed to the event. Off-label usage, implanting a limb (not a bifurcate) into the small diameter neck, may have also contributed. Eval: off-label, unapproved or contraindicated use (not implanting a bifurcate).

Event description:
Additional information was received as follows: the physician thought they might cover the renal artery and the 7x22 stent was implanted for security.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 36.3 mm in diameter abdominal aortic aneurysm. There was diffuse calcium that covered 2 percent of the circumference of the seal zone. It was reported that, during the index procedure, the physician unintentionally covered the right renal artery. The physician elected to implant another manufacturer's 7x22 mm bare metal stent. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.